Manufacturer narrative:
Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - patient is a canine. Race - patient is a canine. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - vet tech/manager. Based on the results of our simulation and investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or manufacturing process. As stated on the complaint details, there has been no problem encountered when the device was inserted into the patient. This indicates that the catheter is in good condition prior the procedure. Verification of retention samples showed no related defects on the catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in breakage. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. Also, the lot history file was checked and no irregularity or nonconformity was noted that may result in catheter tube breakage. Qc conducts a visual inspection to check product quality prior to shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when inserting one 20g x 1 catheter (srox2025v) into a (B)(6) year-old dog the plastic part of the catheter broke off in the vein of the patient. Patient had x-rays taken and is stable, (B)(6) the dog and was discharged. Additional information was received on 30june2021: upon initial placement the catheter went in very smoothly, with no difficulty to access vein. They taped it down and flushed the IV when it was first introduced in the vein, when flushing it blew (vein). The tech who placed the catheter and herself, noted the catheter had broken off at hub, and migrated into vein. She said they attempted to locate it in the arm, via x-ray which was unsuccessful. X-rays were also done on the chest and lungs. They did not locate the catheter. The planned dental procedure was aborted. The dog was stable and was behaving completely normal, so they were able to discharge him. They did not save the proximal end, it was disposed. It was stated that it broke off at the hub. Prepping for dental procedure with sedation due to dog's age.